Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. The customer is using a backup insulin pump to continue therapy. Customer¿s blood glucose level ranged from 113-120 mg/dl.